Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An article ¿mean 5 year clinical and radiographic outcomes of cementless total hip arthroplasty in patients under the age of 30¿ by jeremy m gililland et al reports a retrospective review of radiographic and clinical results following total hip arthroplasty in a series of 40 young patients under the age of 30 (16 males, 24 females; mean age- 22 years) with advanced coxarthrosis primarily secondary to noninflammatory processes using modern cementless implants and bearing couples between 1996 to 2008. Following hip implants were used: taperloc and s-rom for femoral components; m2a or magnum, asr, pinnacle for acetabular components. Perioperative complications include relatively high estimated blood loss and rate of transfusions, dislocation (n=4), infection (n=1) and pulmonary embolism (n=1). This article also indicates two intra-operative fractures, but it does not specify the product (depuy or another) associated with these adverse events, and the information whether the fracture was patient bone or implant device. 7 cases underwent to revision surgery in which depuy products were used in 4 cases (3 with mom-asr articulation (depuy srom and depuy asr); and 1 case with mop articulation (depuy srom and biomet rb)). 2 of mom-asr articulation) out of 3 were revised due to metallosis while other one was due to aseptic loosening (acetabular and femoral component). One case of mop was revised due to periprosthetic femur fracture. No clarification was found on which events were specifically present on specific patients except implant used and adverse event. Asr was found to be associated with above reported adverse events. Case # 3 involves patient who was diagnosed with osteoarthritis underwent mom-asr revision after 60.8 months. Patient received revision for both components: depuy srom as femoral component and depuy asr as acetabular component (per table 3, page 4). Noted are the following patient adverse events: metallosis. Noted are the following product adverse events: foreign body reaction.